Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
On an unspecified date, an unspecified hemodialysis tego connector reportedly leaked air into the patient's arterial line. When the lines were reversed, air was then visible in the venous line. There was no report of any human harm. This emdr reflects 2 incidents with the same product and failure mode.